Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the user received an error and getting logged out. A technical support specialist performed a database recovery and upgrade the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system users received an error message and was immediately logged out. The customer reported that the malfunction occurred when the nurse tried to remove medication and there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.